Manufacturer narrative:
In this case, the results were flagged expc due to a calibrator with expired in-use stability. Return testing was not completed as returns were not requested. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 66439be00, however, no increase in complaint activity was identified for list number 07p45. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with lot 66439be00 and the complaint issue. The overall performance of alinity I toxo igg was reviewed using field data from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, and no false reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I toxo igg reagent for lot 66439be00 was identified.

Event description:
The customer reported a falsely elevated alinity I toxo igg result for a pregnant female patient that was reported out of the laboratory. The patient has a history of negative toxo igg results. The following data was provided: 21may2025, sid (B)(6): initial result = 5.9 iu/ml (expc flag), repeats = 6.0 iu/ml (expc flag), 6.2 iu/ml (expc flag), vidas result = 0.0 (negative). Additional laboratory data provided: toxo igm = nonreactive (exp flag). No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p45-32 that has a similar product distributed in the us, list number 7p45-40/-45, with 510k/PMA/bla number k210596.

Event description:
The customer reported a falsely elevated alinity I toxo igg result for a pregnant female patient that was reported out of the laboratory. The patient has a history of negative toxo igg results. The following data was provided: (B)(6) 2025, sid (B)(6): initial result = 5.9 iu/ml (expc flag), repeats = 6.0 iu/ml (expc flag), 6.2 iu/ml (expc flag), vidas result = 0.0 (negative). Additional laboratory data provided: toxo igm = nonreactive (exp flag). No impact to patient management was reported.